Manufacturer narrative:
Product associated with this event was misplaced in house therefore, visual and functional inspections could not be completed. The complaint was not verifiable. Based on the DHR review, there were no manufacturing deviations identified that could cause or contribute to the described event as per the complaint. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Event description:
The dentist reported that patient complained of loose abutments. Further investigation by the clinician identified a fractured low profile abutment ilpc344u along with a fractured prosthetic retaining screw lpcgsh at tooth site #28.